Event description:
The pump was returned for investigation. Investigation revealed that the ok, up arrow and contrast keypad buttons were intermittently unresponsive due to contamination under the key contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The contrast, up arrow, and ok keypad buttons were intermittently unresponsive and the down arrow responded appropriately. Evaluation revealed contamination under all of the keypad buttons. The contrast, up arrow, and ok keypad buttons do not spring back or click normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.